Event description:
A dialysis facility technician reported a pt experienced chest pain 3 hours and 15 minutes into a treatment on a 1550 hemodialysis machine. The pt's skin was warm and dry skin and no other signs and symptoms were noted. There were no machine alarms reported. The treatment was discontinued; the blood in the extracoporal circuit was rinsed back to the pt and the pt reportedly felt better with no further chest pain. The pt was then released to go home and there was no medical intervention associated with this incident. The treatment parameters consisted of a 400 ml/minute blood flow rate, 700 ml/minute dialysis flow rate, 4 hour intended treatment time, and pt access was a graft. The pt's uf goal was 3.4 and the uf actual was 2.8.